Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the customer called stating there was no power to the chair, the dealer used the multimeter incorrectly and had the unit set on amps and when he plugged in it "spiked" (sparked) as the dealer stated it. The prong was damaged but suddenly the chair is working normally, the dealer states there is no damage to the charger port and the chair is operating normally, nothing being replaced. MDR filed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq-cg, serial number/date code (B)(4) is approximately 1 year 10 months old. The owner's manual part number 1143151 rev. H (jul-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.